Manufacturer narrative:
No sample has been returned for evaluation for the complaint of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a blade was dull during a procedure. The patient experienced a retained metal particle in the wound on a postoperative visit. Additional information has been requested but none has been received.